Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, unable to retrieve, tilt, shortness of breath (sob), chest/neck/abdominal pain, pressure, numbness, heart palpitations/arrhythmia, physical limitations, ¿bubbles going into chest and neck.¿ filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported shortness of breath (sob), chest/neck/abdominal pain, pressure, numbness, heart palpitations/arrhythmia, physical limitations, and ¿bubbles going into chest and neck¿ are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 due to bariatric surgery. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "frequent bouts of chest pain with it radiating up into my left side of my neck and causing sob [shortness of breath] with it. Sob it exertion. Abd. Tenderness was my symptom when dr. Examined me. I forgot about it being there. Pain with pressure, and pain and numbness. Can feel my heart literally feel like it thumping in my stomach and missed beats. Chest pressure." The patient also alleges "...I was having problems and was worried about the filter. They did doppler on me and said there wasn't anything they could do for me, it had been in too long and they wouldn't touch me. Referred me elsewhere, said it would kill me if they try to remove it," as well as "walking long distances get very sob and chest starts to hurt, feels like bubbles going into chest and neck." Report from CT (computed tomography): "inferior vena cava (ivc) filter in place. The tip of the ivc filter is positioned immediately below the level of the renal veins. The ivc filter is tilted anteriorly and toward the right, with the tip of the filter contacting the anterior wall of the ivc. The ivc filter appears intact without evidence of fracture. A right anterior strut of the ivc filter protrudes 2-3mm beyond the ivc wall compatible with ivc wall perforation and contacts the posterior wall of the duodenum, but without definitive duodenal perforation. A left anterior strut of the ivc filter protrudes 3-4mm beyond the ivc wall compatible with ivc wall perforation and contacts the right lateral wall of the abdominal aorta. Strut perforation of the abdominal aortic wall is not excluded. A left posterior strut of the ivc filter protrudes 2-3mm beyond the ivc wall compatible with ivc wall perforation, and the strut abuts the anterior cortex of the adjacent vertebral body. A right posterior strut of the ivc filter protrudes 4-5mm beyond the ivc wall compatible with the ivc wall perforation. No retroperitoneal fluid collection or hematoma are identified. Although there is no evidence to suggest ivc stenosis, vascular patency is not assessed on this exam."

Event description:
Report from CT (computed tomography): "the ivc filter as seen on the prior examination is again redemonstrated. The very tip of the ivc filter is at the level of the renal veins, which flex somewhat anteriorly. The overall positioning of the ivc filter similar from (B)(6) 2017. No unexpected radiopaque foreign bodies seen."

Manufacturer narrative:
H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.